Event description:
It was reported that the patient experienced recurrent low blood glucose in the late evening over several weeks while using the ilet bionic pancreas, and the patient and spouse sought guidance on proper meal announcements and inquired about a factory reset due to inconsistent meal entries that could affect algorithm performance. Investigation included technical support review and user education. Further investigation of this case revealed no confirmed device malfunction and potential use-related factors related to inconsistent meal announcements. The user reported symptoms included hypoglycemia. Outcomes included user education and troubleshooting without alerts or alarms and without clinical deterioration during the call. It was concluded that, based on previously established findings for similar reports, the cause of hypoglycemia was unclear and that continued monitoring and correct use of meal announcements were indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.